Event description:
A report was received that a patient's charger would not couple with the ipg. The patient will undergo a revision where the ipg will be placed more shallow in the pocket site.

Event description:
A report was received that a patient's charger would not couple with the ipg. The patient will undergo a revision where the ipg will be placed more shallow in the pocket site.

Manufacturer narrative:
.